Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had low blood glucose of 31 mg/dl because the insulin pump was over delivering. Caller stated that the customer changed her basal rate settings to 0 and by 6:00 am her blood glucose was 31 mg/dl because the insulin pump was delivering too much insulin at night. Nothing further was reported.